Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet display exhibited screen lines with a nonfunctional user interface, consistent with a screen bezel or display failure, while insulin delivery continued as commanded. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included replacement of the device, user education on data sync, shutdown, and return procedures, and continued cgm use on phone or receiver until replacement arrival. Investigation included remote troubleshooting, photo confirmation of the display defect, and logistical assessment for replacement and return. Investigation of this device revealed a device display malfunction localized to the screen assembly without alarms or therapy interruption. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display assembly.